Event description:
Patient (user) reported she is sensitive to the lubricant and has been wiping it off the catheters before using them. Coinciding with catheter use the patient acquired a urinary tract infection. She has been prescribed an antibiotic and feels better now but she is still taking it (a 10 day course). Patient is changing to a catheter that is not pre-lubricated and plans to apply her own lubricant.